Event description:
The lay user/patient contacted lifescan in 2006, and alleged that her one touch ultra meter was reading inaccurately low. The medical affairs specialist was unable to reach the patient via phone after several attempts. A letter was also sent to the address provided. The patient reported that her meter was reading inaccurately low. However, she also reported that she was feeling shaky and "bad". She obtained a result of 120 mg/dl on the subject meter while experiencing the symptoms. This result was not found in the meter's memory. The patient drank some orange juice and ate some candy. She re-tested on the meter and obtained a result of 109 mg/dl. Another test was performed later with a result of 104 mg/dl. The patient did not receive any medical treatment or intervention. At the time of troubleshooting, it was verified that the meter was set to the correct unit of measurement (mg/dl). The patient's testing technique was correct and she was also cleaning the puncture area correctly. She was walked through a control solution test, which passed within range. Although the results obtained on the subject meter does not reflect serious injury and the control solution test passed, this complaint is reported because the patient experienced shakiness at the time of testing, which could suggest the patient was hypoglycemic and got a result of 120 mg/dl. The patient administered self-care based on the symptoms. A replacement meter, control solution, and test strips were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.